Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. Additionally, it was reported that a cartridge detection notification occurred during the load process. Reportedly, the customer successfully reloaded the cartridge and continued to use the pump for insulin therapy. There was no impact to the customer's blood glucose level.